Manufacturer narrative:
B3: day and month of event are unknown, occurred in 2025. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent. The device is used for treatment.

Event description:
It was reported that the patient feels increased pain in the area where the device is placed. It was noted that the patient does have an internal pump that dispenses pain medication. No further information was provided.

Manufacturer narrative:
Corrections in b4: date of the report. Additional information in h4: manufacture date, g3, h6 and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The spinalpak controller was not returned to ebi for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor trends.

Event description:
It was reported that the patient feels increased pain in the area where the device is placed. It was noted that the patient does have an internal pump that dispenses pain medication. No further information was provided.